Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for lead explant due to low sensing issue. The lead was explanted and replaced. The patient did not receive any shocks. The patient was stable prior and post-procedure.